Manufacturer narrative:
72404127, 1000237178, control pump fgs iz, device incontinence mechanical / hydraulic. 72400024, 1000235305, balloon fgs 61-70 cm, device incontinence mechanical / hydraulic.

Event description:
It was reported that the patient underwent a revision procedure of his artificial urinary sphincter (aus) for unspecified reasons. Cuff of the existing aus were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced incontinence. Original cuff was too large.